Event description:
The reporter stated that the surgeon inserted a 13.2 mm micl13.2 implantable collamer lens in 2006. The lens was explanted 2 mos later, due to excessive vault. The pt experienced elevated intraocular pressure (iop), narrowing of the angle, angle closure and shallowing of the anterior chamber depth.

Manufacturer narrative:
A lens work order search was performed for the lens and no similar complaint was found within the search. Based on the complaint history, and work order search, a specific root cause of the event could not be confirmed.